Manufacturer narrative:
The customer's report was verified at a zoll approved service provider and attributed to the high voltage module. The high voltage module will be replaced to remedy the report once repair is approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.